Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an endoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device would not deploy off the bands. After about 2 or 3 failed attempts, the device began deploying the bands. The same issue occurred with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2610 for the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an endoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device would not deploy off the bands. After about 2 or 3 failed attempts, the device began deploying the bands. The same issue occurred with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7device. There were no patient complications reported as a result of this event. Additional information received on august 27, 2019. It was reported that the problem occurred outside the patient. There was no difficulty experienced upon setting up the device.